Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The nurse programmed a diltiazem drip (100 ml bag) for 10 ml/h, and verified device programmed settings with second clinician. The bag was found empty 20 minutes later. No patient harm was reported. Device was sequestered.

Manufacturer narrative:
The customer¿s report of possible higher than expected flow rates was not confirmed. Physical inspection noted the device was received without any noted damage or contamination. During internal inspection, the interior of the device was found clean with no signs of fluid ingress. Review of the associated pcu event log confirmed that on (B)(6) 2016 at 7:26pm, diltiazem 1mg/1ml was programmed to infuse at 10ml/hr with a vtbi of 50ml; the vtbi was immediately changed to 66 ml. Approximately 12 minutes after the start of the infusion, a patient-side occlusion alarm occurred, and following this, the channel door was opened and the device was channeled off. The device remained off for 18 minutes before the system was powered back on. It cannot be determined what occurred while the system was powered off, however, once powered on, the user restored the infusion program, and then two ¿flow-stop open¿ alarms occurred. If the user loaded the administration set with the flow-stop open, this alarm would occur immediately while the door was still open. Seconds later, the user started the infusion, meaning the module door had been closed. Within 9 seconds, the user paused the infusion, and, shortly thereafter, powered down the system again. Several ¿flow-stop open¿ alarms occurred throughout the event. This alarm occurs when the flow-stop/safety clamp on the administration set is in the open position and the pump module door is open. Alaris system maintenance v9.8 ¿door ajar- safety clamp sensors¿ testing was utilized to investigate the functionality of the safety clamp and door sensors. Lab testing verified proper functionality of the safety clamp and door sensors. Rate accuracy testing was performed and the device was within specification. The root cause of the customer¿s reported experience with the medication container being empty sooner than expected was not determined.